Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient's pacemaker was eroded. The physician explanted the pacemaker on (B)(6) 2025. Patient condition was unknown.